Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one syringe 20ml e/t has been found experiencing leakage during use. The following has been provided by the initial reporter: drug leakage form the stopper.

Event description:
It has been reported that one syringe 20ml e/t has been found experiencing leakage during use. The following has been provided by the initial reporter: drug leakage form the stopper.

Manufacturer narrative:
Investigation: two photos were provided to our quality team for investigation. Upon visually inspecting the photo, a leak was observed between the stopper ribs. No damage or defect is identified that could have contributed to the reported incident a device history review was performed for the reported lot 1902292, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples of lot 1902292 were used to conduct a leakage test. The product was visually inspected, no defects or damage was noted, and no leak was identified. Based on the available information we are not able to determine a root cause at this time.